Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an event where insertion was attempted without removing the needle guard on (B)(6) 2024. The patient realized this immediately after the insertion attempt. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.